Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator exhibited non sustained right ventricular oversensing due to post sensed t wave oversensing. Programming changes were discussed. The patient was stable.

Event description:
New information noted that the patient presented in clinic. Programming changes were made to resolve the oversensing issue. Patient was asymptomatic and would be monitored.